Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) a non-mobile device related thrombus was noted on the anterior aspect from the crown to the coumadin ridge measuring approximately 9 mm x 12 mm. The patient was asked to stop plavix and start eliquis. No further information was provided at the time of this report. It was further reported that thrombus morphology was pedunculated. The patient has been therapeutic consistently and prior to implant the patient was taking eliquis 5mg twice a day and aspirin (asa) 81mg once and was uninterrupted. And that prior to implant the patient was taking eliquis 5mg twice a day and aspirin (asa) 81mg once and was uninterrupted. It was further reported that the outcome of the event was resolved on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) a non-mobile device related thrombus was noted on the anterior aspect from the crown to the coumadin ridge measuring approximately 9 mm x 12 mm. The patient was asked to stop plavix and start eliquis. No further information was provided at the time of this report. It was further reported that thrombus morphology was pedunculated. The patient has been therapeutic consistently and prior to implant the patient was taking eliquis 5mg twice a day and aspirin (asa) 81mg once and was uninterrupted.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) a non-mobile device related thrombus was noted on the anterior aspect from the crown to the coumadin ridge measuring approximately 9 mm x 12 mm. The patient was asked to stop plavix and start eliquis. No further information was provided at the time of this report.